Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 29mm valve is failing after ten (10) years, eight (8) months due mitral stenosis. As reported, the patient presented for valve-in-valve intervention; however, this was unsuccessful. The patient remained stable but required blood. Another attempt will be made in a few days via ta approach. No additional details provided.

Manufacturer narrative:
The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation.

Event description:
Edwards received additional information that ten (10) years, eight (8) months post-implantation of this 29mm bioprosthetic mitral heart valve, a transcatheter valve was deployed (valve-in-valve) due to mitral valve degeneration and stenosis. As reported, the patient presented for valve-in-valve intervention; however, this was unsuccessful. The patient remained stable but required blood. Another attempt a few days later via ta approach was successful and a 29mm transcatheter valve was deployed. The patient was stable post-operatively.